Event description:
It was reported that while monitoring a patient, the service indicator illuminated and the device locked-up. The first attempt to turn the device back on did not work; however, the second attempt was successful, and the end user was able to continue using the device for patient care. There were no adverse effects to the patient. There were no further details on the event and/or patient provided. Additionally, the customer continued to use the device for the remainder of their shift and chose to keep the device in service the following week, with a backup device nearby. User was unable to duplicate the same failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify or duplicate the reported lock-up issue. Physio observed a minor fault code logged in the memory; however, this was not related to the reported issue. As a precaution, the system and memory pcb assemblies were replaced and proper device operation confirmed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and was unable to verify or duplicate the reported lock-up issue. The root cause of the reported failure could not be determined. There was no failure of the memory pcb assembly as it was replaced automatically at the same time as the system pcb assembly per the repair instructions.